Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tha was done with summit/duraloc in 2009. The 22.225mm head was used instead of 26mm head by mistake. Just after the surgery, the mistake was recognized. In the evening of the same day, another surgery was done to replace the head by 26mm head.